Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, the stent dislodgment appears to be due to inadvertent mishandling. It is likely that during removal of the protective sheath, the sheath was inadvertently grasped too tight causing the stent to dislodge with the sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact code: 2645 - removed.

Event description:
Subsequent to the initial filed report, the following information was received: the device may have been used in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, while removing the protective sheath from the 9x29mm omni elite 35 balloon-expandable stent system (bess), the stent came off of the balloon and was located in the protective sheath. The bess was not used. There was no patient involvement and no clinically significant delay in the procedure. Another omni elite bess was used to successfully complete the procedure. No additional information was provided.